Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. In 2009, the device sounded an audible alarm tone. During the alarm condition, the nurse noted a decrease in the patient's blood pressure and "the baby's means were 24." The patient was treated with an unspecified fluid bolus. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.